Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2006.according to the complainant, post-procedure, the patient suffered suffered pain, chronic infection, bleeding, dyspareunia, and urinary problems. All other information, including the patient's current condition, is unknown and reportedly unavailable.